Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Post-operative diagnosis the patient experienced pelvic pain, hydrosalpinx, significant pelvic relaxation, stress urinary incontinence and sigmoid diverticulum. The reason for mesh implantation was pelvic pain, hydrosalpinx, significant pelvic relaxation, stress urinary incontinence. Complications post ivs tunnelers and pelvicol implantation was urethral diverticulum. Complications post interventional surgery was periurethral abscess/infection. Complications post second interventional surgery details was extrusion of the vaginal sling which was excised. Also, sinus tract infection and infected suprapubic sling. Complications post third interventional surgery was stress urinary incontinence. Complications post additional implant (monarc sling) surgery was large decubitus bed sore that is located over the bladder pacemaker and failed bladder slings that eventually led to the pacemaker.